Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer stated she had low blood glucose and the insulin pump did not alarm. Blood glucose value from reported event 47 mg/dl and sensor glucose value from reported event 150 mg/dl. Insulin delivery was not suspended due to sensor glucose values. The customer stated the senor cannula was not bent. The insulin pump and sensor will not be returned for analysis.

Manufacturer narrative:
After battery installation device power up and display froze after count up followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test or verify low alarm due to frozen screen. (B)(4).